Event description:
It was reported the distal cover fell off the subject device into the patient's mouth. This issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with a back-up device. The distal cover was spit out by patient during recovery. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.